Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 30 mmol/l. Customer had bolused with the pump and thought that maybe her hands were not clean. Customer's blood glucose level was 7 mmol/l at 6 pm, but went up to 25 mmol/l a few hours later. Customer retested and her blood glucose level was 22.5 mmol/l. Customer realized that her infusion tube had been disconnected. Customer had not eaten since and when she checked her blood glucose level it was 29.9 mmol/l. Customer's current blood glucose level was 25.2 mmol/l. Customer treated with a set change and bolus. Customer did not contact their health care professional for their high blood glucose levels. Customer treated with a pen/needle. Customer ran a manual prime and stated that the insulin did exit the tubing. Customer did not find any leaks in the tubing or reservoir connection. Customer is not comfortable with her pump and has never had a blood glucose level this high. No additional information provided.